Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been reported with this report.

Event description:
It was reported via phone call that there was nothing wrong with either the insulin pump or infusion set. The customer had assumed that the insulin should drip out of the end of the tubing and when it built up to make a drop she assumed something was wrong. The customer stated the pump pushed the insulin thru and no alarms or alerts occurred.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion sets were defective. Customer's blood glucose was unknown. Customer mentioned that insulin was not being delivered but the device did not alarm. Customer mentioned insulin was delivered in a blob instead of drops. After troubleshooting, customer will not be returning the device for analysis.